Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to loose drive support disk. No compromised force sensor system alarms were noted. The pump was received with cracked case at display window corners and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system from the insulin pump. The customer's blood glucose reading was 296 mg/dl. The customer was advised to treat with manual injections. The customer stated that he was sitting back and his pump was not working. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.